Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with hypertension and complaints of feeling a slight shock on their arm when it rested on the controller. This only occurred while the patient was using the mobile power unit (mpu) and not battery power. Log file review captured routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a shock coming from the system controller while connected to the mpu was not confirmed. A review of the submitted log files spanned approximately 3 days (15feb22 ¿ 18feb22 per time stamp). There were no active alarms in the log files. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that the patient complained of feeling a shock on their arm when it rested on the controller. This only occurred while the patient was using the mpu and not battery power. There were no pictures or additional documents provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller housing, connectors, and cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR report # of the mobile power unit: 2916596-2022-01468.